Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 5. Details of surgery: ridge augmentation. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.